Manufacturer narrative:
(B)(4) if follow-up, what type?: correction, describe event or problem - correction, brand name -correction, device code - correction.

Event description:
Dexcom became aware through voluntary medwatch report on 07/12/2016, that on (B)(6) 2016, the dexcom system was displaying no readings. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Mw5062719.

Event description:
Dexcom became aware through voluntary medwatch report on (B)(6) 2016, that the patient experienced an out of range signal that occurred on (B)(6) 2016. No additional patient or event information is available.